Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the proximal tibial vessels using an indigo system catrx aspiration catheter (catrx), indigo system separator 6 (sep6), indigo system aspiration catheter 6 (cat6), and non-penumbra sheath. During the procedure, the physician initially made approximately one to two passes using the catrx. It was reported that the physician then decided to switch to the cat6. There was no damage noted on the catrx. The physician inserted the cat6 and then experienced resistance while introducing the sep6 through the cat6; therefore, the cat6 was removed and flushed. The physician reinserted the cat6 and then reinserted the sep6; however, the physician still experienced resistance advancing the sep6 through the cat6. Subsequently, the physician made approximately two passes. While making the next pass, the physician was advancing the cat6, and the hospital technologist was advancing and retracting the sep6 when the hospital technologist noticed the bulb of the sep6 broke off and was lodged within the cat6. Therefore, the physician removed the catheter containing the broken bulb of the sep6 under aspiration and the bulb was flushed out. The procedure was completed using the same cat6 with aspiration and was satisfied with the results. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned sep6 confirmed that the bulb was fractured off the delivery wire. If the sep6 is manipulated against resistance during use, damage such as this may occur. The root cause of resistance during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.